Event description:
It was reported that the camera head had the following: there was a puncture in the cable, and leakage was found in the video connector. These issues were found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.